Event description:
Per the clinic, the patient experienced poor device performance since initial activation, which was attributed to partial electrode insertion and reduced functionality. The device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear implant during the same surgical procedure.